Event description:
Customer reported the unit rj-11 connector is not receiving a signal. Customer provided more info and stated the pt got out of bed and was standing in the doorway, when the nurse passed the rom. They heard the alarm sounding, but the rj-11 connector did not send a signal to the nurse call cable system. They tracked the problem to the 1/4 inch phono jack being loose. There was no pt injury reported.

Manufacturer narrative:
Results: evaluation of the returned product revealed that two pins in the female rj-11 receptacle are crossed and touching. The alarm does not sound when using a working sensor. The fail safe feature sounds as it should. The unit did not pass functional tests. Further tests performed confirmed the reported issue. Note: posey instructions for use warning: use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. (B)(4).